Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. No timeouts or drive stalls were observed. The pod generated an 0x3d alarm, indicating step sensor asserted before wire driven. A tear was identified on the internal portion of the soft cannula, from which fluid was observed to leak. The internal cannula damage is confirmed as the root cause of the reported event and observed 0x3d alarm.

Event description:
A patient reports while wearing a pod their blood glucose level had rose to over 400 mg/dl.